Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cassette attachment error occurred. There was unknown patient involvement, and no harm/adverse event reported.

Event description:
Additional information was received from the reporter that confirmed the event did not occur during patient use.

Manufacturer narrative:
H2) additional information: a1-a2 and a4-a6 updated. B5: additional information was received from the reporter that confirmed the event did not occur during patient use. B6-b7 updated. H2) device evaluation: d3 manufacturing plant address, city, and zip code updated. D9 date returned to manufacturer: 2/12/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.